Event description:
Philips was made aware that during clinical and therapeutic use, the v200 ventilator experienced a 5000 diagnostic code resulting in device inoperability, an unspecified oxygen alarm, and unspecified patient harm. The v200 ventilator was in clinical and therapeutic use at the time of the event. Device configuration, settings, and setup has not been provided. During the event in question, it was noted within the information received that the patient experienced an unspecified harm. Details and information regarding device setup and configuration, as well as patient harm and outcome are pending further investigation. The device was investigated and evaluated by a distributor technician. Testing was conducted as per the v200 manufacturer service manual. Further information is pending.

Manufacturer narrative:
The distributor technician performed testing of the device per the v200 manufacturer service manual and found that the ventilator had a bad o2 cell that has the potential of causing the reported issue. Upon completion of o2 sensor replacement and calibration, the unit was found to be within manufacturer¿s specifications for all parameters. Based on the preliminary evaluation and investigation conducted by the distributor technician, potential root cause for the device malfunction was the bad o2 cell. After the replacement of the o2 cell, the unit was found to be within manufacturer¿s specifications for all parameters. Multiple attempts have been made to obtain more information regarding this case. If additional information is received, this case will be updated accordingly.

Event description:
Philips was made aware that during clinical and therapeutic use, the (B)(6) ventilator experienced a (B)(6) diagnostic code resulting in device inoperability, an unspecified oxygen alarm, and unspecified patient harm. The (B)(6) ventilator was in clinical and therapeutic use at the time of the event. Device configuration, settings, and setup has not been provided. During the event in question, it was noted within the information received that the patient experienced an unspecified harm. Details and information regarding device setup and configuration, as well as patient harm and outcome are pending further investigation. The device was investigated and evaluated by a distributor technician. Testing was conducted as per the (B)(6) manufacturer service manual. Further information is pending.